Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir had leak at past second o ring and there was an air bubble in it. Customer¿s blood glucose level was 125 mg/dl. Customer reported that leak was at snap cap. Customer stated that there was no crack or split in barrel. Customer also reported frequent battery replacement. The device will not be returned for analysis.